Manufacturer narrative:
Product analysis: observation: it appears that the driver's tip has been sheered off approximately 3mm from the tip. The metal deformation gives indication that the failure was the result of torsional overload. The driver appears to have been heat treated correctly. Conclusion: the above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: spondylolisthesis levels implanted: l4-l5 it was reported that intra-op, tip of driver broke. No fragment remains in patient. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.